Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no display present when the pump was booted on. The audio and vibration were functional. The pump was opened and the display was observed to be damaged. A test display was used and the pump booted to the verify screen. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.